Event description:
It was reported that pre-op, the blade was not seating in the handpiece and not locking. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found that only a portion of the inner assembly (inner hub) was returned in a small resealable bag. Upon return, traces of black and brown residue were observed at the distal end and the proximal end of the inner hub. The chevrons at the proximal end of the inner hub were damaged. It was also observed that the distal end of the inner hub (outside diameter) was deformed (looked melted). The distal end (outside diameter) of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.365 inches in deformed area which was out of specification. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.